Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer declined the service/repair and purchased a new console. However, the event logs were sent to zoll and were reviewed. The event log review showed multiple tcmid:06 (ce post failure) error messages to have occurred on the reported complaint date; thus, confirming the customer reported complaint. Since the console was not evaluated by zoll, a root cause could not be conclusively determined.

Event description:
As reported, during a routine device check, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message. The thermogard was re-started in an attempt to clear the error message, but the issue was not resolved. No patient involvement.